Manufacturer narrative:
Follow-up #1: date of submission 31-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 11-jan-2018 with the following finding: during investigation, there was evidence of moisture behind the display lens. The pump powered with the returned battery cap to an audible tone and vibration alert but the display remained blank. The battery cap measured within specification. The battery cap was able to fully tighten and there were no battery compartment cracks observed. There was no evidence of moisture contamination inside the battery compartment. A leak test showed at the base crack. The pump case was removed and there was evidence of moisture contamination throughout the pump. An "intermittent power" even was not duplicate during investigation. The download failed due to a blank display. The blank display occurred due to moisture contamination. The "intermittent power" complaint was unable to be adequately investigated due to the inability to run a 24 hr basal program.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.